Event description:
Customer reported that she had two low blood glucose events in two hours after eating. One time her blood glucose was 31 mg/dl and the second time was 21 mg/dl. Customer stated that she was unresponsive and her friend gave some jelly bean both times. Customer stated that her insulin pump alarmed motor error and over delivered the insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.